Manufacturer narrative:
The end user reported that the rear leg of the rollator broke and she fell. She had recently had a revision to an amputated leg and as a result of the fall, tore some sutures. The incision became infected, requiring surgical intervention. She reported that while using the device she would either rest her stump on the seat and hop on one leg while ambulating or sit on the seat and self propel with one leg. The owner's manual specifically states the end user should not self propel while seated and that the rollator should not be moved while the end user is sitting on the seat. It is not known if maintenance had been performed on the device. The sample was not returned for evaluation. We have not confirmed the issue or identified the root cause. Based on the information provided by the end user it appears the device was not used as intended.

Event description:
The end user fell when the leg of the rollator broke. The surgical incision on her leg opened and required sutures.